Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the patient line connector was detached from its tubing. The reported condition was verified. The most probable cause of the condition was determined to be a manufacturing issue due to the absence of radiofrequency sealing on the patient line sub-assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette ¿came apart¿ near the miniset which resulted in a leak. Dialysate had leaked onto the patient¿s bed. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.